Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported when the material was being prepared for catheter placement, the nurse performed a test of a soft traction in catheter to test its resistance and it ruptured with in the hub, making impossible to use it. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) of reds2222 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when the material was being prepared for catheter placement, the nurse performed a test of a soft traction in catheter to test its resistance and it ruptured with in the hub, making impossible to use it. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter is confirmed. One 2 fr per-q-cath catheter, two t-locks, and one non-vad introducer sheath were returned for evaluation. An initial visual observation showed some use residue on the returned samples. The catheter tubing was observed to be broken within the strain relief of the silicone overmold portion of the hub and the majority of the catheter was not returned. A microscopic observation revealed the fracture surface of the catheter within the strain relief was mostly flat and granular in texture. The features of the fracture surface of the returned catheter are characteristic of a break caused by excessive tensile (pulling) force. H3 other text: evaluation findings are in section h11.

Event description:
It was reported when the material was being prepared for catheter placement, the nurse performed a test of a soft traction in catheter to test its resistance and it ruptured with in the hub, making impossible to use it. No other information was provided.